Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when using the device in an attempt to capture a large stone, the tip detached unintentionally inside the patient. The tip was left inside the duodenum to pass naturally. The procedure was completed with another trapezoid¿ rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine."

Manufacturer narrative:
Reported event of tip detached prematurely. The complainant indicated that the device was disposed and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.